Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) due to oversensed right atrial (ra) lead noise. The hcp noted that several atrial tachy response (atr) events were stored in the logbook and inquired about what kind of oversensing noise was exhibited in the egm. Upon further review, ts determined that the oversensing noise seen on the non-boston scientific ra lead may be either due to electromagnetic interference (emi) or myopotential in nature. Ts recommended that the hcp ask the patient of what kind of activity they were doing at the time of these episodes. The hcp will reach out to patient for further discussion. All lead measurements are within normal limits. The device remains in service. No adverse patient effects were reported.